Event description:
Implant assembly was different when impacting vs. Trial broach used. Surgeon would like to know if there was a problem with the stem or ball taper assembly. This caused a surgical delay of 2 hours.

Manufacturer narrative:
A depuy warsaw design product development engineer dimensionally evaluated the products and all were found to be within print specifications. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Possible difference between broach and implant assembly. This caused a significant surgical delay.